Event description:
It was reported that pump battery did not charge even though customer used tandem charging cable, wall adapter, and working outlet and received power source alert. There was no adverse impact to the customer¿s blood glucose level. Customer tried different charging cable and wall adapter, after which pump began charging, and tandem technical support advised against regular use of non-tandem charging supplies and arranged replacement charging supplies, with no further assistance required.